Event description:
This set was used in the pt's abdomen for 10 days. While changing the set, only part of the needle came out. Insertion was under the waist and in the abdomen. X-ray confirmed a fragment remaining in the abdomen of the pt. There was no apparent leakage while using the set, therefore it is determined to have broken while being changed. The pt removed this set himself. There is no plan for excision of the needle fragment.